Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and identified a relevant diagnostic code in the ventilator¿s memory logs but was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was returned to the customer. The ventilator memory logs were reviewed and it was identified that the ventilator entered back up ventilation (buv) at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿device alert-limited mix capability only 21% or 100% supported" alert with a background diagnostic code. Although requested, information pertaining to patient intervention and outcome has not been provided. The ventilator memory logs were reviewed and it was identified that the ventilator entered back up ventilation (buv) at the time of the event.